Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, e1, e2, e3, g4, g7, h1, h2, h3, h6, h10 this complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, kne-persona-femorals-unk, kne-persona-bearings-unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01313 and 0001822565-2020-01314.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient began experiencing pain, limited rom, instability, knee feels hard to the touch, and the hardware feels too big for her knee. Patient was in continued physical therapy for one year post op with no improvements. Issues have been since her procedure.